Manufacturer narrative:
The reported event of premature battery depletion was confirmed. No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. On (B)(6) 2017, the device was explanted and replaced. Patient was stable post-procedure.